Event description:
It was reported that a cartridge alarm occurred during the loading sequence. During trouble shooting with technical support, the alarm reoccurred. There was no reported adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.